Manufacturer narrative:
H3: the camera was returned for analysis. Analysis confirmed an electrical failure with the part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: kit1286-01, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the stealth camera was replaced. Multiple demo cases were completed with different instruments. The system then passed the system checkout and was found to be fully functional. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during this open t10-t11 procedure. For the first registration, the surgeon tried to place a 2.5 mm spinous process pin, but after three attempts they changed to an open case. A disposable clamp was used and placed at t10. The surgical system was attached to the clam using a bone mount bridge. A 3define scan was successfully completed. The manufacturer representative noted that the star marker had to be manually manipulated to get into position. An o-arm spin was done and registration was successful on the first attempt. The trajectories were planned and the surgical arm was sent to right t10. The surgeon was skiving medially when using the cannula and dilator so they removed the skive potential. Navigation showed that the drill was inferior. The surgeon placed the pilot hole and felt a lateral breach with a feeler. Navigation accuracy was checked and it was accurate. Imaging was done with a reduction tube and the placement was found to be inferior. A new spin was taken and the patient was re-registered. A new segment was started with the new registration. The star marker had to be adjusted to get closer to the patient since the tower projections were unable to be deleted. A spin was taken and registration was successful. The trajectories were planned and a snapshot was taken. When the surgeon placed the cannula and dilator, there was superior soft tissue pressure. The surgeon exposed more to remove the soft tissue pressure and there was no skive potential noted. The cannula and drill were superior on navigation. The surgeon decided to place t10 left freehand using navigation and fluoro. The surgical arm was sent to left t11 and the cannula and dilator were placed. The tools looked accurate on x-ray, but not on navigation. An accuracy test was done and it was not accurate. A new snapshot was done, but the passive planar was not accurate when checked in the divot. The surgeon drilled and tapped, but navigation was still off. The driver was then placed and navigation looked accurate, but the screw was not in the correct position to line up with the hole. The surgeon decided to abort the use of the guidance system and place the trajectories with navigation and fluoro. The representative noted th at there was excess drape in between the arm guide and the surgical which did not allow the arm guide to be flush, but the guide was fully tightened with no play. After the arm guide was removed, there was a lot of plastic material from the drape. The issues delayed the surgical time by 45 minutes. There was no known impact on the patient outcome. After the procedure, the guidance system was tested. An accuracy and stress test were done and everything was accurate. A navigation accuracy test was done and there were discrepancies. During the initial test, the same issue occurred where the screw was off and superior. The accurate test with the passive planar was off as well. A new snapshot was done and navigation was better. New operations were run several times and different degrees of variance were observed. The representative noted that there shouldn't be any variance since the tracker was held directly towards the camera and everything was in line. A different arm guide, tools and trackers were used during troubleshooting. The issue was able to be recreated with the blue tracker and it seemed to be off more than the black tracker.